Manufacturer narrative:
The asset scope was returned and the evaluation found an adhesive malfunction as the distal end forceps cover adhesive was found peeled off due to stress or hard impact to a hard surface. Additionally, the leak was confirmed as the instrument channel has a cut inside. The scope was found to have fluid invasion internally at the bending section but was dry at the control body (proximal end). The ultrasound image has one broken element, and the control knobs have play/loose. The scope was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the asset evis exera ii ultrasound gastrovideoscope reportedly had a "leak at the distal end" during reprocessing. The scope was returned for service and upon inspection and testing, the distal end forceps cover adhesive was found peeled off due to stress or hard impact to a hard surface. No patient involvement was reported.

Manufacturer narrative:
The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The repair history for the referenced scope was reviewed and there was no similar repair event. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. Based on the service/repair evaluation the reported peeled off adhesive at the distal end cover potentially occurred because external force was applied to the distal end by handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Additionally, the to mitigate device damage the IFU states, do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The OEM will continue to monitor complaints for this device.